Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient underwent an explant of the trial lead due to infection. The infection was at the midline incision and the patient was experiencing a fever and elevation of the c reactive protein. The physician did not believe the infection was device or procedure related. Physician administered antibiotic vancomycine, orbenin and oflocet. The patient is doing fine.